Manufacturer narrative:
Data analysis: the pump was returned for investigation, but data logs were not provided. A red plug and catheter were found stretched and fractured into two pieces. No other physical abnormalities were observed. Device analysis: the pump was returned for investigation, but data logs were not provided. A red plug and catheter were found stretched and fractured into two pieces. No other physical abnormalities were observed. Per clinical details, the doctor found that the red handle was detached from the impella catheter while the patient was awake and kicking their leg. The cause of the pump stop issue was open electric line since the patient movement caused the detachment of catheter from red handle, based on clinical review and returned product investigation. Root cause: the cause of the pump stop issue was open electric line since the patient movement caused the detachment of catheter from red handle, based on clinical review and returned product investigation. The investigation into the impella cp pump stop has been completed. Pump stop instructions for use: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency

Event description:
The user facility reported a (B)(6) male in in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient became confused and kicked up the leg. During the calming phase, staff noticed that the red plug was detached from the impella catheter. The impella was removed. No patient harm was reported.